Event description:
The customer observed false reactive architect anti-hbc ii results for a 58-year-old male patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6), initial result, on (B)(6) 2025, was 2.28, repeat results were 2.45, 0.07, 0.07, and 0.07 s/co. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive architect anti-hbc ii results for a 58-year-old male patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) initial result, on (B)(6) 2025, was 2.28, repeat results were 2.45, 0.07, 0.07, and 0.07 s/co. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a false reactive anti-hbc ii result on an architect i2000sr instrument, serial number (B)(6) , included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. When troubleshooting the issue, it was discovered that the arc tbg/sn tp wz, list number 08c94-90, was loose and needed to be tightened, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.